Manufacturer narrative:
H3: product analysis: part#: 5584009 lot#: rs20c001 visual inspection confirmed approximately 2mm of the instrument tip has been broken off, consistent with interface during usage. Fracture surface analysis revealed a fairly flat fracture surface and circular material flow. The remaining torx tip has been twisted. This type of damage is consistent with torsional overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via manufacturer representative regarding a patient l5/s fixation for l5 spo ndylolisthesis. It was reported that an attempt was made to finally tighten the reduction screw, but the tip of the driver did not fit the torque of the set screw. When the final tightening of the reduction set screw was performed, the driver did not fit in the first time. Therefore, another driver was used for dealing with it. After the operation, when checked the reported product, it seemed that the tip was bent and the product was abnormal. Product came in patient contact. There were no patient symptoms/complications as a result of the event.